Event description:
It was reported that a minicap transfer set leaked from a ¿gap¿ located ¿in the silicone where it contacted the internal clamps of the transfer line twist clamp¿. The event was described as ¿upon opening the twist clamp, fluid began to drain into the ultrabag, and the nurse observed fluid leaking into the dressing covering the connection¿. The catheter was clamped, and the transfer line was changed. This occurred during use of the device for continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6); (previously submitted as ni). Additional information was added to h6 and h11: h11: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation. The photographs were reviewed and showed a cut in the silicone tubing between the occluder feet. The reported condition was verified.the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.